Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the patient had an indwelling 16 fr covidien catheter with temperature probe placed on (B)(6) 2020 around 2100 and it was discovered in the bed with the catheter and tube disconnected from the connection point with the green tape still intact the following day. There was no patient harm.